Event description:
It was reported that foreign material was observed in the syringe. Dc beads were selected for use in a deb transarterial chemoembolization procedure. During preparation outside the patient, the dc bead solution was mixed. After doxorubicin was transferred to the syringe containing dc beads, two small black dots were observed. The dc beads were not used on the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device eval/media analysis by manufacturer: the device was not returned for analysis; however, media was provided by the customer in the form of a photo. The photo shows a syringe with red fluid inside of it. There are two circles marking some black dots which appear to be smaller than the majority of the bubbles. The media provided was inconclusive because it is unknown if the black dots are in the fluid or possibly inside the material of the syringe. The foreign material was not found until the beads and doxorubicin were transferred to the syringe suggesting that it could have been introduced by the user.

Event description:
It was reported that foreign material was observed in the syringe. Dc beads were selected for use in a deb transarterial chemoembolization procedure. During preparation outside the patient, the dc bead solution was mixed. After doxorubicin was transferred to the syringe containing dc beads, two small black dots were observed. The dc beads were not used on the patient. The procedure was completed with another of the same device. No patient complications were reported.